Manufacturer narrative:
Sunrise medical has requested with the dealer that the stroller be returned for a full evaluation. The stroller has the slide-n-lock base in which the seating system will slide onto the base and lock into place. The seating system is successfully locked in place when an audible click is heard. Past evaluations have found that if there is an obstruction, the slide-n-lock base and the seating system will not lock and the locking click will not be heard. A replacement stroller was shipped to the dealer on (B)(6) 2017. If there are any relevant findings from the evaluation, a supplemental report will be filed.

Event description:
Per jp, the dealer, on (B)(6) 2017 while the child was at school the teacher was pushing the child around the corner and the seat slid off from the base with the child, hitting the ground. The child was taken to the hospital. The child allegedly has a chipped tooth and a "goose egg" (bump) on her forehead.

Manufacturer narrative:
The stroller in question was received and an evaluation was performed by a sunrise medical quality engineer on 02/20/2018. The following findings were reported from the evaluation: the stroller is a voyage vip model with a serial no. (B)(4) when unpacking the chair was observed that the support of the seating system was loose and also the screws of the base were loose. It was also noted that the harness straps are very long. For purposes of the test, the hitch movement was made in a similar way to how the user would mount the seating system and the straps were not caught. A test of the seating system was made attaching it to the base and adding 40 pounds of weight to simulate the weight of the user. Then a push test was done with the stroller on flat terrain as well as on a dirt road and confirmed that the seating system does not disengage from the base. The seating system did not detach from the base while testing on flat terrain as well on a dirt road. The alleged failure was unable to be duplicated.

Event description:
Please see initial MDR 9616084-2018-00001.